Event description:
Suspected false positive sars result for 1 highly symptomatic patient. The customer communicated that the patient also tested positive with a different sofia cassette for another analyte (flu a/b and strep a+). The customer did not perform confirmation testing but does not suspect the patient do be positive for both. It was reported that third party swabs from the ICU were used for sample collections (off-label use).

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.